Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that about two months post implant it was found that the right ventricular (rv) lead had dislodged and fell into the cs (coronary sinus). The lead was revised to the right ventricle septum and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.